Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a valid empty cartridge alarm occurred when the user attempted to deliver a bolus. Reportedly, the user wanted to utilize all available insulin from the cartridge and was expecting the alarm. It was confirmed that the low insulin alert occurred prior to the alarm. The user reported a blood glucose (bg) level of 291 mg/dl. The user addressed bg level with a manual injection.